Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/10/2023. An investigation was conducted on 08/15/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was no visual defects on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot#: 3000296150 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 kit was opened and it was noticed by the harvester that the tips on the hp2 shears were bent and not usable prior to the start of the endoscopic vein harvesting case. A new hp2 kit was opened and the case was completed. No patient involvement.